Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the battery site was sore. The rep said the patient was thin. It was suggested the patient use a cushioned bandage or donut to help manage the pain. The stimulator was reprogrammed to make sure the new pain from the battery site was not due to the stim. The rep confirmed it was not. The issue was reported to be resolved. No further complications were reported. Additional information was received from the consumer 2019-08-22. It was reported the ins was explanted. It was reported the patient had pain near the battery and anchor site. The patient had fallen multiple times. The electrode impedance looked fine. They tried to reprogram to help cover the new battery site pain. The rep offered multiple ideas to help this sharp shooting pain in his back near his pocket and anchor site. The device was explanted, and the issue was resolved. The physician discarded the device since it was functioning properly. No further complications were reported/anticipated.